Event description:
The central monitoring system (cns) screen force up and the waveforms and the numerics were not moving. The system was stuck on the bootup screen. MFR ref #8030229-2014-00092.

Manufacturer narrative:
Unit was monitoring pts when the display froze up. We had the customer check both drives and found one to be defective. Cns booted correctly after the removal of the defective drive. Replacement drive was sent to the customer and requested the failed drive to be returned for failure investigation.